Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the exchange area was not clean prior to starting therapy, minicaps were left open, and touch contamination. The peritonitis was manifested by a fever. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. It was not reported if the peritonitis event prolonged the hospitalization. The patient was treated with vancomycin (intraperitoneally, 1 gram, 3 times a week for 10 days total) and later discharged from the hospital. While at home, the patient was treated with cefepime (intraperitoneally, 1 gram, 3 times a week for 10 days total). On an unreported date, the patient fully recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the onset of peritonitis occurred sometime in (B)(6) 2013 this is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.